Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported that the physician suspected the patient had a vancomycin reaction and cellulitis at the ipg site. To address the issue, IV antibiotics were given. Reportedly, the issue was resolved.